Event description:
It was reported that during a lap sigmoid colectomy procedure, the surgeon used two devices during the procedure with two hand pieces. The disposable devices stopped activation during the case due to the min button was not working. The second device was able to be used with the footswitch to complete the procedure. It was noticed that both of the hand pieces have cracks in the housing. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.